Event description:
Tip if extended tab screw drivers are missing, this is preventing the screws being loading straight. The missing hex tips whereabouts are unknown. This is a frequent issue now affecting 6 drivers across 2 sites. Please respond internally with recommendations. Is this seen elsewhere and does the technique for loading screws need to be adjusted?

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
The devices were not returned to the complaints handling unit (chu) for evaluation as they have not been explanted. A review of the DHR could not be performed on the 10mm poly drivers (product code: 2867-60-010, lot number(s): unknown) as no lot numbers were provided. Since these parts were not returned, no lot numbers could be taken directly from the samples. Without the lot numbers, no review of their manufacturing records could be completed. Without the device we are unable to confirm the reported issue or identify the root cause. If the device is returned at a later date, the complaint will be reopened and the sample will be evaluated. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Sample not available for investigation.